Event description:
The customer alleged a discrepant result for intact human chorionic gonadotropin + the ss-subunit (hcg+ss) when testing was performed on the cobas 8000 e602 module. The original sample was drawn and tested on (B)(6) 2012, with an hcg+ss result of 82.50 miu/ml, which was reported outside the laboratory as 83 miu/ml. The doctor called the next day to question the result. A new sample was drawn on (B)(6) 2012, with an hcg+ss result of 30459 miu/ml. On (B)(6) 2012, both samples were repeated. The repeat for the original sample was 10000 miu/ml with a data flag. The sample was diluted and retested with a result of 33601 miu/ml. This result was given as an oral report. The repeat for the second sample was 10000 miu/ml with a data flag. The sample was diluted and retested with a result of 28903 miu/ml. On (B)(6) 2012, both samples were repeated. The repeat for the original sample was 34101 miu/ml. The repeat for the second sample was 29918 miu/ml. The customer considered the 83 miu/ml result to be incorrect. He also stated this patient was suspected to be pregnant, so the doctor would have had the patient redrawn in two days in any case. The patient was not adversely affected by the event. The hcg+ss reagent lot number was (B)(4) with an expiration date of 07/31/2012. The customer refused a service dispatch, stating the field service representative had checked out the instrument for multiple other issues since this event occurred.

Manufacturer narrative:
Based on calibration and quality control data there is no evidence to support a reagent or instrument-related issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.